Manufacturer narrative:
There was no patient impact or consequence. Baylis medical company inc. Has decided to report this event due to the procedural delay that occurred .

Event description:
The baylis radiofrequency perforation generator showed a high impedance code when the nrg transseptal needle was used to attempt rf delivery, resulting in a 20-minute delay in the procedure. A new nrg transseptal needle was used and the transseptal access was achieved successfully. Baylis medical company inc. Has decided to report this event due to the procedural delay of 20 minutes that occurred for this procedure.